Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Stained lcd resilient cover noted.

Event description:
Customer reported via phone call that insulin had rewind anomaly and insulin was squirted out while priming. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump rewinds louder and motor sounds labored. Troubleshooting was performed. The insulin pump will not be returned for analysis.